Manufacturer narrative:
The following fields were updated due to additional information: correction: b5: describe event or problem: it was reported while using bd® needle 27 g x 1 1/2 in. Single use, sterile there was resistance. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: reported issue: giving resistance when medications are pushed.

Event description:
It was reported while using bd® needle 27 g x 1 1/2 in. Single use, sterile there was resistance. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: reported issue: giving resistance when medications are pushed.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd® needle 27 g x 1 1/2 in. Single use, sterile there was no resistance. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: reported issue: not giving resistance when medications are pushed.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 301629 and lot number 2279890. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.